Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of 502 mg/dl and 202 mg/dl on aviva system, 202 mg/dl on the nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.